Event description:
Per clinical review: during redo aortic valve replacement (avr) / mitral valve replacement (mvr) procedure, the six inch roller pump in the arterial position of the heart lung machine (hlm) instantaneously stopped forward flow. It occurred approximately four to five times in the span of 10-15 minutes. The perfusionist (ccp) noticed the second occurrence, and the following occurrences that on the local display of the roller head a service pump message appeared. Each time the pump stopped and gave the service pump message, the ccp restart it by pressing the start/stop button and use the flow knob to resume full forward flow to the patient. The patient had no forward flow for approximately 1-2 seconds during each occurrence of pump stop. The ccp did not recall any other alarms, warnings, alarm conditions, or notice of anything else on the local display or central control monitor (ccm). The ccp stated that the occurrences presented at the middle part of the procedure, and that the patient was being maintained at a temperature of 32 degrees celsius (c), he made the decision to cool down to 30 degrees c, in case a pump re-assignment needed to occur. This decision to cool down further did not affect surgical procedure nor time to rewarm the patient. After the fifth occurrence, the pump stayed engaged and forward flow was continuous throughout the remainder of the procedure. There was no delay in the surgical procedure. The patient was weaned from cardiopulmonary bypass without issue, and there was no blood loss nor harm associated with the event.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the displayed error message after using the pump jam fixture. He replaced the roller pump in question. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump had stopped four times and a "service pump" error message was displayed. The pump was restarted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed intermittent connection of motor encoder cable at the connector end. Reconnection of motor encoder cable enabled pump to properly function with no further service pump error messages. The service repair technician (srt) replaced the motor/encoder assembly and digital encoder as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.